Event description:
It was reported that the device was not lasting as long as expected. The device had been in just under 2 years. The device was reprogrammed to decreased outputs after finding good thresholds. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.